Manufacturer narrative:
The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. The risk management files were reviewed and no new risks were identified. Rmf 0003 rev 38 line 12.45. - excessive height loss/disc collapse: < 1mm between endplates leading to surgical intervention, with explantation, involving patient with multiple cervical spinal implants. Rmf 0003 rev 38 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
Information provided states that patient had m6-c implanted in 2013 at c4/5. It was not reported if patient experienced any symptoms however it was reported that the m6-c had collapsed and osteolysis was present. Radiographic images show that the patient had a 2 level acdf at levels c5/6 and c6/7. It is unknown whether that fusion was performed before or after the implantation of the m6-c disc at c4/5. The m6-c device was removed due to collapsed disc.